Event description:
During a review of the pt's programming/device diagnostic history, it was found that a faulted systems diagnostics test occurred which resulted in the pt's device being disabled. A final interrogation was not performed; therefore, the setting change was not observed/addressed until a subsequent office visit. There were no reports of any pt adverse events as a result.

Manufacturer narrative:
Review of programming/device diagnostic history.